Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete device information.

Event description:
Additional information received indicates the patient's system was explanted. Date of explant is unknown.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient's husband reported the patient has lost weight and experiences pain at the ipg site over the last six to eight months. Surgical intervention may take place to address the issue.